Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was not returned. Only the shrink tubing from off the guide wire was returned. There were slight scratch marks along the entire length of the tubing. No other damage was noted. The inner diameter of both ends of the tubing were measured using pin gauges and the maximim outer diameter of the tubing was measuring using a laser micrometer. Product performance engineering reviewed the incident info and the analysis of the partial returned device for the two reported incidents. The piece of the returned tubing was examined. It appears as if the tubing application process may not have been completed properly. Normally, the tubing is heat shrunk onto the guide wire and the tubing takes on the size and shape of the core of the guide wire. On the returned piece of tubing, it appears as if the tubing is too large. The tubing could possibly have been stretched as it was dislodged from the guide wire, but the condition of the tubing did not suggests excessive force was applied to the tubing to stretch it off the guide wire. This, therefore, may indicate incomplete application of the tubing. The lot history record could not be completed for the specific reported lot as the lot number was not reported. Non-conforming material reports (ncmr's) for shipments to the hosp were checked and one ncmr was found. No info in the ncmr was for a similar tfe problem as reported. Therefore, this info was added to the field discrepancy notification in order that this could be evaluated as part of the root cause analysis. Manufacturing was notified of the possible issue 3/21/2007, in order that a detailed root cause analysis and corrective action can be completed for the suspected issue. A search of the complaint history for the last 12 months was completed and there were no similar reported incidents for the allstar guide wire. Add'l action will be taken based on the manufacturing analysis and based on monitoring the allstar complaints for similar reports. Manufacturing assures the quality of the tfe shrink tubing process by using 100% visual inspection for flaws and proper shrinkage under a microscope as well as inspection for maximum outside diameter and length requirement. A field discrepancy notification (fdn) was issued to track the manufacturing investigation and action related to this incident. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: separated product has caused or contributed to pt injury previously. Device issue: tubing separating from guide wire. It was reported that in the past four (4) months the physician has noticed on two (2) separate occasions, that a thin, plastic-like tube was coming off of the guide wire. This was observed upon removal of the guide wire from the pt; however, nothing has been left behind in the pt. The guide wires were discarded; however, one of the tubes is being returned for evaluation (represented in this case). No pt injury was reported. No add'l event or pt info is available.